Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue; behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2014 with the following findings: the pump was powered on. The vibration alert feature was found to be functioning on the pump. However, the display remained blank upon startup. The case seal was found to be leaking during a leak test and the reported power issue was unable to be completed. The pump case was removed and there was moisture and corrosion found to the circuits, the pcb and on the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.